Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, postoperative tonsillectomy procedure, the patient had some bleeding overnight and came into office of the doctor. The patient was treated with silver nitrate in office and the bleeding stopped.